Event description:
Related to MFR #: 2183959-2015-00137. It was reported the patient was implanted with an advance sling in (B)(6) 2012. The patient experienced no improvement with his recurring incontinence and was implanted with an alternative continence device on (B)(6) 2015. No further patient complications were reported in relation to this event. Additional information received indicated the advance sling was implanted in 2014. The patient's level of incontinence was worse than baseline. Following the implant of alternative continence device on (B)(6) 2015, the patient was "dry."

Manufacturer narrative:
Advance sling was implanted in 2014.